Event description:
The "bleed back" device possibly detached from the sheath. It did not separate in the pt. This is the only info that was provided. No harm to the pt.

Manufacturer narrative:
More than 10 days ago. One sheath was returned in a used and damaged condition. The hub had separated from the sheath; however, the hub was not returned. Separation occurred at the barrel portion of the flare as indicated by the jagged edge at this site. The sheath is deformed and twisted at the cup of the flare. No other damage along the length of the sheath is evident. During the mfg process, a 100% visual inspection is performed on this device, ensuring the integrity of the device. The root cause was determined to be product use or handling related due to excessive pressure. However, the appropriate in-house personnel have been notified and we will continue to monitor for similar events.